Event description:
On (B)(6) 2009, the pt reported receiving an e10 (cartridge) error on his infusion device while attempting to change the insulin cartridge. He inserted a new battery and began to change cartridge procedure. He stated that the infusion device was making an abnormal noise while extending the piston rod and e10 was displayed. He stated that the piston rod of the infusion device does not appear to be damaged. He stated that he has spilled minimal amounts of insulin in the cartridge compartment that he was able to dry with tissue. The pt switched to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.